Event description:
I underwent lasik eye surgery on (B)(6) 2004 at 1:15 and have suffered extreme night impairment "on vision" with halos. I have such fear while driving at night. I have had two serious roll overs in vehicles due to being blinded when oncoming vehicle lights are in sight. (B)(6).